Manufacturer narrative:
H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the anesthesiologist completed the arterial puncture and connected the pressure sensor for arterial blood pressure monitoring. The patient's arterial blood pressure seemed to be stable initially. Then the patient's arterial blood pressure fluctuated abnormally, which was inconsistent with the patient's vital signs. After measuring the non-invasive blood pressure for comparison, it was found that the arterial blood pressure measurement value was incorrect. After replacing the new pressure sensor, the monitor showed normal blood pressure consistent with the patient's vital signs. There was patient involvement, but no patient harm/adverse event reported.